Manufacturer narrative:
Corrected sections: h6: from "insufficient information" to "material twisted/bent; wire". Trackwise ID # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 11/06/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely flexed away from the jaw from the middle to the tip of the hot jaw remaining attached at the base with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure reported failure material twisted/bent was confirmed. Specific  actions  for  the reported failure  mode "material twisted/bent; wire" are  being  maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery tip was defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery tip was defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects.